Manufacturer narrative:
(B)(4).the sample evaluation is expected, but not completed yet.a follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report where the home patient's (hp) mother called and reported a minicap without povidone iodine (sponge totally white), which was delivered to the hospital, no patient injury or medical intervention was reported. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was not received for evaluation; therefore reported event was not confirmed. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.